Manufacturer narrative:
The manufacturer previously reported an issue with a bipap device's sound abatement foam. Additional information was received that the patient is alleging a cough and shadows can be seen on his chest scan. However, he has not mentioned that his health condition is resulted from the device condition.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).